Event description:
It was reported one of the patient's ((B)(6)) leads was unable to be removed and the physician elected to leave the lead implanted. The patient's system was being removed due to ineffective stimulation (reference MFR report: 3008829311-2017-00593).